Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that they purchased replacement heads for their oral-b electric toothbrush and they don't click on properly, working loose when the brush was switched on/being used. No injury was reported.